Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cylinder had no color. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive around objective lens had discoloration. Adhesive around light guide lens had discoloration. Adhesive on bending section cover had a crack. Connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water cylinder had a white foreign material and foreign material resembling surgical glue was found between the plastic distal end cover and channel tube (near distal end). This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.